Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was connected to the cardiac resynchronization therapy pacemaker (crt-p) and the impedance measurements could not be read on any of the vectors associated with a particular vector. It was noted that the impedance measurements were high and undefined. Testing in other vectors was normal and good threshold. The lead was unplugged, wiped off and plugged back into the device with the same results. The lead was then retested with an analyzer cable which resulted in normal measurements. The lead was plugged back into the device and had no capture and high and undefined measurements again on the same vector. The device was not used, and the physician requested a new device that was implanted. The lv lead was plugged into the new device with the same results. There was good capture in the other vectors. The physician theorizes that possibly the electrode spacing on the implanted lead might be off such that good contact is not being made within the header of either device. The lead remains in use. No patient complications have been reported as a result of this event.